Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She feels that she was able to remove the remaining pieces, but may visit her doctor to be sure.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis.